Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets and the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, leaflet assessment was confirmed; however, it was difficult to grasp the leaflets due to a huge gap between the posterior and the anterior leaflet and a prolapse of the anterior leaflet. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions and not a product quality deficiency with respect to manufacture, design, or labeling. Potential causes for difficulty removing the clip delivery system (cds) from the steerable guiding catheter (sgc) can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). With respect to the patient condition, procedural conditions and/or user technique, difficult to remove cds from sgc can be influenced by the clip not fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. Based on the information reviewed, a definitive cause for the difficult to remove cds could not be determined. There does not appear to be any indication of a product quality deficiency. The same cds was reinserted after removal of the cds. It should be noted that the mitraclip instructions for use (IFU) warns, do not reinsert the cds and clip after removing the cds. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances for the lot that would have contributed to the reported event. Additionally, a review of the complaint database history identified no other reported incidents for incomplete coaptation/single leaflet device attachment (slda), failure to adhere or bond, and difficult to remove for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the difficulty experienced during removal of the clip delivery system ((B)(4)) from the steerable guiding catheter ((B)(4)). Additionally, after the clip was implanted, the clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, and the mitral regurgitation returned to the pre-procedure grade. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and anterior prolapse in the a2/p2 location. The steerable guiding catheter ((B)(4)) and the clip delivery system ((B)(4)) were advanced into the anatomy; however, the physician decided that the first puncture was not at the right position. The cds was removed, but the clip became caught on the sgc. The cds was advanced and turned slowly and became free. The cds and the sgc were then removed. A new puncture was performed. The sgc tip was noted to be damaged [torn] due to the resistance removing the cds; therefore a new sgc was used. The same cds was then re-advanced to the mitral valve with the new sgc; however, due to a huge gap between the posterior and the anterior leaflet it was difficult to grasp the leaflets. The clip was positioned and leaflet assessment was performed. The clip was deployed; however, after retracting the gripper line, the clip detached from the anterior leaflet, remaining on the posterior leaflet (single leaflet device attachment/slda). The mr grade returned to 4. The procedure was aborted. The patient is being considered for surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter ((B)(4)) referenced is filed under a separate medwatch report.